Event description:
Reporter stated that pt went to bed at 2 am with a blood glucose of 188 mg/dl, but when the pt's relative attempted to wake pt at 9am pt was unresponsive. Pt ingested a soda and orange juice (no other treatment was received), then tested blood glucose at 9:20 am (result=57 mg/dl). Pt switched to back-up device.